Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced a skin reaction with inflammation, extended beyond the patch perimeter, which occurred 4 days after the sensor had been inserted in the arm. During a regular check up at the hospital, it was noted that an old sensor site was swollen. The health care professional suspected an infection, and unspecified oral medication was prescribed. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.